Manufacturer narrative:
H6: impact code, corrected data - the initial reporter inadvertently left off relevant code.

Event description:
It was reported that the patient was having an increase in seizures and that patient's daughter is concerned that the generator has stopped working as the battery has gotten lower. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5, correct data: information regarding the generator replacement was inadvertently omitted from the initial report. D6b, corrected data: date of explant was inadvertently omitted from the initial report.

Event description:
Additional information was received that the patient underwent a prophylactic generator replacement. The suspect device has not been received by manufacturer to date.